Manufacturer narrative:
Concomitant medical products: dtmb1d1 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to cardiogenic shock. It was noted that the patient received appropriate shocks for a ventricular tachycardia (vt) episode, however there appeared to be oversensing on a few beats on the right ventricular (rv) lead prior to the second shock, and there was intermittent undersensing on the right atrial (ra) lead. The leads remain in use. No patient complications have been reported as a result of this event.